Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator chance, the physician decided to use a new rv defibrillation lead. During the procedure, there were difficulties getting the lead to track to the heart, stylets were getting stuck and the lead helix would struggle extending. The decision was made to use another lead. The patient was stable and comfortable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.